Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused during infusion. The expected infusion time was 1 hour 30 minutes, but the actual infusion time was 3 hours. The programmed volume to be infused was 25 ml. The programmed rate/dose was 100 cc/h. The flow rate was increased to 200 cc/h, but there was still volume left in the bag. The device contained thromba. A transfusion tubing was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. An event history log review was performed, and two downstream occlusion alarms were identified during this infusion. No uso or air in line alarms were identified. Standby mode was not identified on the event date. Motor stall was not identified in the logs. No secondary infusion was programmed in association with the report. The disposable was loaded prior to the infusion and does not appear to be in the channel for greater than 96 hrs. The device was not shutdown with tubing loaded on the previous infusion. A flow accuracy test was performed, and the results passed. The reported condition was not verified. A service history review was performed and revealed that the device has no previous service events in the pas 12 months; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.